Event description:
A dialysis nurse reported that there were two patients who complained of nausea, shortness of breath and restlessness during hemodialysis treatment. One pt had a bicarbonate level of 4-7. Both pts were diagnosed to be acidotic and were given sodium-bicarbonate intravenously. It was reported that the machine conductivity was reading low but the nurse lowered the alarm limits to bypass the alarm and start dialysis. It was later found out that the bicarbonate concentrate was not being pulled into the machine so the pts were dialyzed with acid concentrate only.